Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an angiographic runoff. Reportedly, a total of two proglide devices were attempted, and at an unspecified deployment step, a suture breakage occurred with both devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The analysis of the returned device revealed the posterior cuff detached from the posterior needle tip during removal of the plunger and would result in a failure to retrieve the suture. This may appear similar to a suture break to the user. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide is being filed under a separate medwatch report number.